Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of discordant high tni results was a malfunction of the incubation ring. The fse replaced the ring cuvette presence sensor. Proactively the fse checked the vacuum system. The fse found a clogged waste reservoir cap, fitting, and tubing. The fse cleaned the vacuum system. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant high (false positive) results for troponin I (tni) were obtained on an advia centaur instrument. Some of the results were reported to the physicians. The customer is running tni in parallel on two instruments. Corrected results were sent to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant high tni results.